Event description:
It was reported that this pacemaker exhibited oversensing of the ventricular signal on this right atrial (ra) lead channel which resulted in inappropriate mode switches. Technical services (ts) analyzed device episode data and found that the oversensing was causing stored atrial tachy response (atr) episodes. The ra lead capture threshold had risen up to 4.0v. Ts discussed reprogramming options with health care professional (hcp) as troubleshooting. No adverse patient effects were reported. Currently, this ra lead remains in service. According to additional information, this patient experienced syncope. When ts examined device episode data around the time of the event, it only showed the patient was in atrial fibrillation (af) and that device appeared to perform as programmed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of the ventricular signal on this right atrial (ra) lead channel which resulted in inappropriate mode switches. Technical services (ts) analyzed device episode data and found that the oversensing was causing stored atrial tachy response (atr) episodes. The ra lead capture threshold had risen up to 4.0v. Ts discussed reprogramming options with health care professional (hcp) as troubleshooting. No adverse patient effects were reported. Currently, this ra lead remains in service.